Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 3 low voltage alarms when connected to the mobile power unit (mpu) during the night. The patient also had 4 alarms of unidentified short beeping. The patient received software 1.7 and alarms decreased, but it still continued to be an issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having low voltage alarms active while connected to the mobile power unit (mpu) was not confirmed. The heartmate mobile power unit (B)(6) was not returned for analysis. Additionally, no log files, photos, or any other supporting documents were submitted that would indicate an issue with the mpu. Software 1.7 have limited the alarms but have not resolved the issue, the battery clips and mpu connector have been cleaned and software 1.7 has been installed. If there is unidentified being in the future they have requested log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 22mar2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low voltage alarms was not identified. The alarms resolved.